Event description:
A report was received that immediately following an implant procedure the patient reported pain radiating down his right leg. The patient's feet started to swell and he was having difficulty walking. The physician stated that she might have nicked or tickled the nerve root and the symptoms were not device related. The patient was prescribed oral norco and aspirin. The patient's swelling spred up his legs and the patient was then explanted. Ultrasound confirmed thrombsis in his right leg between the knee and the ankle.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.